Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check, tone check and vibrate check. No back light anomaly, audio/beep anomaly or vibrate anomaly noted. The low reservoir alarm was set to units. The low reservoir alarm functions properly with units remaining in the status screen. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The test battery was removed and reinserted with no failed battery test alarm, a21 alarm or device history reset noted. The motor was tested outside of the unit and passed. Device was monitored for one day with the correct time/date. No charge/battery anomaly, blank display, unexpected low battery alarm, unexpected off no power alarm or time/date anomaly noted. All buttons functions properly. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly and keypad anomaly. Customers blood glucose level was unknown at the time of event. Customer mentioned that the insulin pump was making grinding sound while priming and button were harder to press. The insulin pump will not be returned for analysis.